Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas 8000 e 801 module. The initial result was reported as 2,900 to 3,000 pg/ml. The repeated result (x3 diluted) was 1,350 pg/ml. The sample was repeated again (x10 diluted) and the result was 1,090 pg/ml. It is unknown if the results were reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer's qc was within range. A general reagent issue was excluded. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.